Manufacturer narrative:
Na.

Event description:
The customer performed monthly maintenance including cleaning and exchanging the water bath. The customer then received analyzer alarms indicating that there was water in the vacuum tank. The field service representative found foam in the water bath which caused the alarm. He determined there was some error by the customer while performing the maintenance. He cleaned and dried all sensors, connectors, motors, and the vacuum tank. He removed the ise assembly and found that the "up/down" motor was completely burnt. No patients were involved in the event and no operator was injured.

Manufacturer narrative:
The investigation determined the issue was due to an operator error in the maintenance procedure.